Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that removal difficulties occurred. The target lesion was located in the mid saphenous vein graft to the right coronary artery. A 190cm filterwire ez was selected to treat the lesion. During the procedure, upon retrieval of the filterwire, it was observed that the filter bag was not fully contained into the retrieval sheath. While passing through a freshly deployed non bsc stent, the filterwire got snagged on a stent strut and hung up. The filterwire was removed after several manipulations and force; however, the stent was deformed. The procedure was completed with two additional stents implanted. No patient complications were reported and the patient's condition was fine.